Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the metal surrounding the lens on the scope appeared bent. They could not get the dissection tip onto the scope. The lens was not loose. A different scope was used to complete the procedure. There were no pt effects. The event date is reportedly unk. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that part of the rim of the lens tip was bent outwards. Sent to schoelly for eval on (B)(6), 2011 - complaint confirmed. Device is severely damaged at distal tip. Damage caused by severe impact due to improper handling. Internal file number - (B)(4).